Event description:
It was reported that the non-sustained right ventricular oversensing episodes were noted. Upon interrogation, the right ventricular lead exhibited post-paced t wave oversensing. No therapy was delivered due to the oversensing. On (B)(6) 2017, the patient was brought into the clinic and lead was repositioned successfully. The patient remained stable throughout the whole procedure.